Event description:
It was reported that the downstream occlusion (dso) seal was cracking and worn down, the interior battery door latch compartment was severely damaged, and the upstream occlusion sensor seal was slightly damaged during testing. There was no patient involvement, and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.